Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary stent rmv was implanted in the common bile duct of the liver to treat a bile leak during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on an unknown date. Post stent placement, the patient developed pancreatitis, and the patient passed away. In the physician's assessment, the patient developed pancreatitis as a possible result of occlusion to the pancreatic duct from the wallflex biliary stent. Note: according to the complainant, the wallflex biliary fully covered stent was used to treat a bile leak. However, per the wallflex biliary rx fully covered stent system directions for use, the stent is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstruction prior to surgery and for treatment of benign biliary strictures.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a22 captures the reportable event of stent overgrowth. Imdrf patient code e1021 captures the reportable event of pancreatitis. Imdrf impact code f02 captures the reportable event of the patient passed away.